Manufacturer narrative:
Device had missing segments due to a severely cracked and bleeding lcd glass. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test due to missing segments and lcd physical damage. Unable to verify unresponsive keypad due to missing segments and lcd physical damage. Unable to perform the insulin pump trace download or carelink due to missing segments and lcd physical damage. During visual inspection, the j2 keypad connector on the lcd was found locked properly and there was no damage noted on the keypad traces. Device also had a minor scratched display window and a broken off end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they fell down and was hospitalized and insulin pump had keypad anomaly, display anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were not working properly. Customer reported that they had damage on the screen was discolored. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.